Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was not adversely impacted. The customer continued to use the pump for insulin therapy.